Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for hematoma and failure of wound to heal event is serious and is considered severe there is a remote possibility that the event is related to device and is probably related to procedure. Procedure notes (B)(6) 2021 indicate the patient received a left total hip irrigation and debridement with placement of wound vac due to continued drainage of the wound.